Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 270 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. Additionally, the customer experienced an unexpected restart error alarm. The alarm was recurring during normal use. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No unexpected restart or external ram crc error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or low battery alerts noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window and minor scratches on the display window.